Event description:
The healthcare professional reported that during the initial inspection of the valve, no defects were observed. During the placement of the inflow suture line and seating of the valve, the surgeon noted a tear in one cusp of the valve. He was afraid he had damaged it during suture placement and elected to abandon the valve and implanted a mechanical valve instead. The valve was returned for eval.